Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 345 mg/dl, 183 mg/dl and 132 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The user experienced zero results for various tests on multiple occasions. Data was provided for one patient sample for crp which had an initial result of 0.0 mg/l which was reported as <5 mg/l to the clinic. The result was questioned and a repeat test was requested because the patient's crp result on the previous day was 187 mg/l. The sample was repeated with a result of 330.5 mg/l with a data flag. A new sample was also drawn and gave a result of 340.4 mg/l with a data flag. No information was provided to determined if the patient was adversely affected due to the initial result.